Manufacturer narrative:
H11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A short simulated therapy was successfully performed. A device history review revealed no issues that could have caused or contributed to the reported issue. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, the homechoice was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis patient passed away at home. It was reported that the patient was connected to the homechoice device at the time of death. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to or at the time of death. No additional information was available.